Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient has not charged their ipg in about 10 months. As a result, scs ipg has become inoperable. Multiple troubleshooting was unable to resolve the issue. As a result, a surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored.